Event description:
It was reported the device gives inaccurate blood pressure (nibp) measurements. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel who talked to the customer. The results of the analysis were that the reported issue could not be confirmed. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem remains unknown. The issue was resolved by providing this information to the customer. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting address state: (B)(6). E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).